Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device was not working. She wanted to speak with someone today regarding it, she said it was an emergency. At the time of this report patient services was closed, the patient was given the hours of operation and the phone number. There were no patient symptoms reported. If additional information is reported, a supplemental report will be submitted.